Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) confirmed the subject device to investigate the complaint. Omsc found that the ultrasonic propagating fluid medium leaked from a hole at the distal end of the insertion tube. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since some external force was applied to the distal end of the insertion tube, creating a hole in the distal end of the insertion tube and leaking the ultrasonic propagation fluid medium.